Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right atrial (ra) and right ventricular (rv) leads had exhibited oversensing noise, resulting in pacing inhibition. The noise in the ra lead had resulted in episodes of inappropriate mode switch. No changes or interventions were reported. The patient¿s condition was not known.